Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. There was no adverse impact to the customer¿s blood glucose value.